Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a cook celect filter. Lot# is unknown as information was not provided. Expiration date unknown as lot# is unknown. PMA/510(k) #": as catalog # is unknown it could be either k061815, k073374, k090140, k112119, k12057 or k121629. Device manufacture date: unknown as lot# is unknown. Summary of investigational findings: no device, imaging studies or hospital or medical records have been available. Consequently, based on the very limited information, it is not possible to comment on the alleged filter fracture and a root cause cannot be determined. The exact root cause for the alleged filter fracture cannot be determined based on the limited information provided. Filter fracture is a known risk in relation to filter implant reported in the published scientific literature. Rpn and lot number were not provided, why device history record cannot be investigated. However, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism pe via placement in the vena cava. Cook medical will continue to monitor for similar events. (B)(4).

Event description:
Description of event according to complainant: patient came in to see a doctor with a complaint of discomfort, and an image of broken strut / filter. Patient outcome: unknown.

Manufacturer narrative:
(B)(4). As catalog # is unknown 510(k) could be either k061815, k073374, k090140, k112119, k12057 or k121629. Investigation is still in progress.

Event description:
Description of event according to complainant: patient came in to see a doctor with a complaint of discomfort, and an image of broken strut / filter. Patient outcome: unknown.